Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the emergency room (ER) for diabetic ketoacidosis (dka). The patient's blood glucose levels reached 400 mg/dl while wearing the pod. Symptoms reported include hyperglycemia, large ketones and mother stated "patient was miserable and had dark circles under her eyes). The pod was removed at the ER and patient was treated with insulin and fluids. The patient was released after spending 2 or 3 hours in the ER.